Manufacturer narrative:
The insulin pump had button error alarm due to moisture on the keypad traces. The insulin pump was received with cracked corner display window, cracked battery tube threads and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose reading was 40 mg/dl. Customer treated themselves with a granola bar. Troubleshooting for button error alarm was performed. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer advised the insulin pump was exposed to moisture, they are not sure if a button was pressed for longer than 3 minutes and the device was placed between the waist band and their body. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.